Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device performed a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the occurrence of the astral device performing a safety reset. Review of the device data logs also revealed the occurrence of an error related to a communication issue (system fault 137) and an error related to the software (system fault 74). Visual inspection revealed a bent expiratory flow sensor connector on the heater flex cable. Both system faults were raised as a by-product of the damaged cable that provoked a safety reset. The investigation determined that the root cause was a damaged expiratory flow sensor connector on the heated flex cable. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device performed a safety reset. There was no patient injury reported as a result of this incident.